Event description:
The customer contact reported melting. The ac adapter was returned with a gemstar pump to the materials management department with an unsigned note that read, "no ac/dc power. Ac adapter got hot and started to bubble, now device does not work." No tracking information was provided; therefore, specific patient information or event details were not available. There were no reports of any adverse patient events while the ac adapter was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)